Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on right eye (od) at a 11 year post op exam. The surgery center indicated that it had discovered an irregular corneal topography on the right eye and the patient was at surgery center for an enhancement evaluation. The patient's chief complaint was blurred vision on od. Bcva from (B)(6) 2005: right eye: pre-op 20/20 -2.50 x -.75 x 35; left eye: pre-op 20/20 -1.50 x -.62 x 107.